Event description:
This case occurred outside of the USA, in the (B)(6). A female patient received injections of teosyal rha 2, presumably in the lips in 2021. The exact date of injection is unknown, but it was a few weeks prior to (B)(6) 2021, which is when the patient reported an adverse event: hardening of the lips thought to be a delayed inflammatory reaction. Despite several reminders, no further information has yet been obtained about this case.

Event description:
This case occurred outside of the USA, in the (B)(6). A female patient received injections of teosyal (B)(6), presumably in the lips in 2021. The exact date of injection is unknown, but it was a few weeks prior to (B)(6) 2021, which is when the patient reported an adverse event: hardening of the lips thought to be a delayed inflammatory reaction. Despite several reminders, no further information has yet been obtained about this case.